Manufacturer narrative:
Review of device history record. Device met release specifications.

Event description:
It was reported to gore the pt rec'd a gore hybrid vascular graft in the upper arm for av application on (B)(6) 2011. The pt returned to the operating room (B)(6) 2011 due to arterial steal. The 6mm diameter anastomosis was reduced down to 4mm with good results.